Event description:
On (B)(6) 2022, it was reported that the patient was needing an MRI. Caller reports pt's caregiver said that the ins battery is dead and pt does not have external equipment with them. On (B)(6) 2022, additional information was received from the patient reporting that the implant was replaced with another manufacturer¿s device. It was reported that the depleted device issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.